Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information provided: per the surgeon, after firing the device, it is his routine to look inside the ¿pant legs¿ at the staple lines. No suction is used, the staple lines are inspected, tension is taken off, inspected again, then he waits a minute to close the enterotomy. He also makes sure the patient¿s blood pressure did not decrease which could mask a bleed. The enterotomy is then closed with a tx device. He oversews the staple line and always has. In this patient, a blue reload was loaded on the device and it was only fired once. Thirty-six hours after the procedure, the patient lost three units of blood. The surgeon knew right away the bleed was going to be from the posterior wall of the anastomosis. Three clips were placed endoscopically to control the bleeding. It was an intraluminal bleed through the staple line; the staples were formed. The patient was discharged two days later and is now fine.

Event description:
It was reported that the patient had a laparoscopic assisted right colectomy. Tissue used on was the transverse colon. Patient reported post op bleeding at the site and went to gi and received 4 clips from gi dr. To stop bleeding at the internal staple line.